Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended the graphic user interface (gui) central processing unit (cpu) and inverters be replaced. The customer replaced the gui cpu.

Event description:
It was reported that the 840 ventilator had a loss of communication while in use on a patient. The patient was removed from the ventilator and was placed on a second ventilator. The patient was not harmed or injured as a result of the event.